Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause was not established. Olympus will continue to monitor the device's field performance.

Event description:
The customer reported noticing something on the camera lens that looked like dark bubbles. It is unclear when this happened. The issue involved an olympus ultrasonic bronchofibervideoscope. No patient injuries were reported..